Event description:
A 7mm diameter x 150 mm length complete se stent delivery system was selected for insertion into a pt for the treatment of an 80% diffuse right superficial femoral artery. The lesion was pre-dilated. It was reported that when the stent was deployed, a dissection was noted proximal to the stent. The physician treated the dissection with a second complete se stent. It was reported that the pt is fine and was discharged. The investigator has indicated that the event was related to the study stent, and that there is a definite relation between the event and the procedure.

Manufacturer narrative:
Eval codes, conclusions: 80% diffuse lesion. Secondary intervention.